Manufacturer narrative:
Other: hc incident report reference no (B)(4); submitted to hc (health (B)(4)) by the patient. (B)(4). The complaint device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted into the patient during a procedure performed on an (B)(6) 2006. After the procedure, the patient began to experience pain in the left leg, buttock, groin, thigh, ankle, heel and knee. Subsequently, the patient has difficulty sitting for more than 10 minutes and difficulty lying on both sides. In addition, pain was also felt when patient is walking or standing.